Manufacturer narrative:
Age at time of event: (B)(6). Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x40, 75cm charger balloon was advanced for dilatation. However, during inflation, it was noticed that the balloon was leaking gas when the pressure reached 8 atmospheres and a pinhole was noted. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x40, 75cm charger balloon was advanced for dilatation. However, during inflation, it was noticed that the balloon was leaking gas when the pressure reached 8 atmospheres and a pinhole was noted. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6). Device evaluated by MFR.: a charger 12 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal from the distal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.